Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Atrial monitoring episode on hmsc appears to show ra noise. Clinician is contacting patient to check device. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.